Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed on the device and it was determined that the device was in two pieces and the tip was drilled into. Therefore, the reported condition was confirmed. It was determined that this was due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error, abuse and /or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a maintenance check, it was observed that the craniotome device had a loose connection. During in-house engineering evaluation, it was determined that the device was in two pieces and the tip was drilled into. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.